Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 571 mg/dl while wearing the pod between 24 and 36 hours. The patient had been vomiting. The patient reports after administering multiple boluses their blood glucose level had not decreased. The patient applied a new pod. Once at the hospital emergency room the patients pod was placed in manual mode and the patient was treated with intravenous fluids as well as manual insulin injections every 2 hours while the customer was wearing a pod. The patients pod was placed in manual mode.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.3 cloud - smartphone hardware iphone14.5 cloud - cgm sensor type g6.